Manufacturer narrative:
Investigation of this complaint is currently in progress. As of today, the sample has not been received for evaluation. If the sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
On 09/28/05 nellcor puritan bennett received a report that during a routine tracheostomy inspection on a patient, the outer cannula of a 6lpc tracheostomy tube was found detached from the flange. Customer reported that there was no patient harm.